Event description:
The customer observed a falsely elevated sodium result on the alinity c processing module, serial number (B)(6). The sample was repeated with a normal result. The following data was provided; initial result = 167 repeated on another instrument = 147 mmol/l. Reference range = 137-147 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the module and determined the 1ml syringe (09d41-03), ict check valve (09d35-03) and tubing, ict pinch valve (c-35016640-01) the likely causes of the issue. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The search for similar complaints did not identify a trend related to the current complaint. The most recent product monitoring review (pmr) for the alinity system was reviewed and did not identify any similar issues related to the system as described in this complaint. Device history record review did not identify any non-conformances. Labeling was reviewed and adequately addresses the complaint issue. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial number ac05063, or parts 1ml syringe (09d41-03), ict check valve (09d35-03) and tubing, ict pinch valve (c-35016640-01) was identified.